Manufacturer narrative:
(B)(4). The device was manufactured november 9, 2014 ¿ november 10, 2014. The device was received for evaluation. Visual inspection and microscopic inspection noted a red coil cap shaving approximately 3.77 mm in length located inside the housing underneath the stress member flange near the base of the fillport area. The red coil cap shaving was not in the fluid path. The reported condition was verified. The cause of the shaving could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter at its filling port cap. This was observed in a hospital, while the device was being capped. The particulate matter reportedly looked like hair. There was no patient involvement. No additional information is available.